Event description:
The customer reported that the drill turned on by itself during use in an oral surgery procedure. This occurred while the drill was inside the patient's mouth. It was reported that the console during use read "magnetic field" and that a magnetic drape was in use at the time. It was reported that there was no injury to the patient.

Manufacturer narrative:
Investigation results: the console was returned for evaluation. The investigation was not able to duplicate the customer's complaint of an error message or handpiece self activation. The console functioned within specifications and displayed no error codes. The customer has discontinued using a magnetic drape during the surgery. The customer will be contacted with results.